Manufacturer narrative:
The catheter was returned due to the reported complaint of difficult position placement. As received, a catheter was returned in one piece with blood noted on the catheter and a device fully attached. Visual analysis of the returned catheter or device did not find any anomalies. X-ray analysis found the hyper-tube to be kinked/damaged and the coil to be offset in multiple locations distal to the transition zone consistent with having occurred during procedure. The device was able to be removed with no restrictions. No further anomaly was identified.

Event description:
Related manufacturer reference number: 2017865-2023-42469. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, when an initial placement was found, the capture threshold of the lp increased in tether mode. The lp was unscrewed and repositioned when the delivery catheter and lp slipped out of place. An echocardiograph was completed to reveal a cardiac tamponade and pericardial effusion. The lp remained in place, percutaneous cardiopulmonary support (pcps) was performed, and a thoracotomy procedure was completed. The lp was then explanted, and the myocardium was sutured to control the bleeding. The patient was transferred to the intensive care unit where they passed away the following morning.

Manufacturer narrative:
The catheter was returned due to the reported complaint of difficult position placement. As received, a catheter was returned in one piece with blood noted on the catheter and a device fully attached. Visual analysis of the returned catheter or device did not find any anomalies. X-ray analysis found the hyper-tube to be kinked/damaged and the coil to be offset in multiple locations distal to the transition zone consistent with having occurred during procedure. The device was able to be removed with no restrictions. No further anomaly was identified. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.